Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A device history record (DHR) review was conducted: part: 04.027.055s. Lot: 1l96218. Manufacturing site: (B)(4). Release to warehouse date: 23 oct 2018. Expiry date: 01 oct 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for pertrochanteric fracture with the proximal femoral nail antirotation (pfna. There was no surgical delay during initial surgery. The fracture was subtype p (ikuta classification). The hospital found no problem by x-rays 3 months after the surgery. However x-rays taken on (B)(6) 2019, revealed that the pgna blade had backed out and that the bone head was dislocated. After the surgeon explained to the patient about the risk of the cutout, the hospital follows up the patient under no weight bearing. There is no plan of revision surgery so far. No further information is available. Concomitant devices reported: unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown) unknown nails: pfna (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade. This is report 1 of 1 for complaint (B)(4).